Event description:
It was reported that stent profile problem, balloon rupture and stent insufficient apposition occurred. The 28x 2.5mm target lesion was located in the mildly tortuous left anterior descending (lad) artery. Pre-dilatation was not performed. Following the deployment of a 2.25x28mm promus premier stent in the distal lad, a 2.50x28mm promus premier drug-eluting stent was selected and advanced to treat the mid lad lesion. However, the balloon of the promus premier ruptured during the first inflation attempt, resulting in a dog-boning effect of the stent. The physician noted that the balloon was sticky. The balloon was withdrawn. The physician then attempted to cross the stent with both bsc and non-bsc balloon catheters. On the 6th attempt he successfully crossed the crimped portion of the stent with a 3.5x6.0 non bsc balloon, inflated twice to 30-32 atms. Post dilatation of the stent was then performed with a 3.5x20mm nc quantum apex balloon to complete the procedure. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).